Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus) leading to a surgical procedure in which a new cuff was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further clarified that no component or device was explanted from the patient, only a new cuff was placed. The patient did not experience any further adverse events. No more information available at the moment. Should additional information become available, it will be provided.